Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown drug via an implantable pump for pain. It was reported that during normal battery depletion the catheter was revised. The reason for catheter reision was due to the end being worn and it was cut.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 8596sc (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2011; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.